Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated. The lcd cable to the digital board connector was found to be loose. The lcd cable was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.